Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that the patient administered rbcs through blood tubing and blood back-primed into the other tube/spike and dripped on to the floor. One sample of material number 10015414 was received. Visual inspection was conducted on the infusion set to determine if any damages or abnormalities could be identified. The were no damages or abnormalities. The infusion set was then primed with water and a simulated infusion was conducted. Backflow was only recreated when the infusion set was used incorrectly. If the inlet tubing lines are not clamped off correctly, using the blue slide clamps, one of the infusion bags will empty into other infusion bag. The infusion set worked properly when using the slide clamps correctly. The customer complaint of blood backs up / blood not completely expelled was not verified by investigation of the sample submitted. A root cause was not determined because the reported issue with the infusion set could not be replicated. The bd clinical team has been made aware of the issue and will contact the customer to determine if additional training or instructional material is needed for the use of the product. A device history record review for model 10015414 lot number 24015446 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 19jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module blood set was backflowing the following information was received by the initial reporter with the following verbatim: 4/24/2024: 566867: product saved. Patient administered rbcs through blood tubing and blood back-primed into the other tube/spike and dripped on to the floor. Lot # (10)24015446.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.